Manufacturer narrative:
B3: the event date was reported as 05/27/2025; however, this was a future date. The device was received for evaluation. During functional testing, the board heartbeat failure (system error (se) 23501) and ph system heartbeat failure (se 23007) could not be reproduced. However, a review of the event history log identified se 23501 and se 23007. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the system errors was determined to be the user interface printed circuit board assembly (ui pcba) failure. The ui pcba requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump had a board heartbeat failure (system error (se) 23501) and ph system heartbeat failure (se 23007). This occurred in the anesthesia department during pump setup with a syringe loaded. There was no patient involvement. No additional information is available.